Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that during the procedure the coil (subject device) deployed prematurely in the catheter. The patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event. H3 : device was not returned for evaluation.

Event description:
It was reported that during the procedure the coil (subject device) deployed prematurely in the catheter. The patients medical condition was good. There were no clinical consequences to the patient.